Manufacturer narrative:
Approximate age of device- 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient was in critical condition in the cardiothoracic intensive care unit due to mixed cardiogenic and septic shock. The lvad seemed to be functioning appropriately. Log file analysis observed low flow events that were associated with high pi values as well. The patient expired secondary to cardiogenic and septic shock. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the patient outcome could not be determined. Review of the submitted log files confirmed 2 low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.